Event description:
It was reported that during an in-clinic follow-up, the pacemaker was unable to be interrogated, either inductively or with radio frequency. There was also no magnet response observed. The pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no magnet response, premature discharge of battery, no rf telemetry and no inductive telemetry were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.